Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu pcba was installed into an fi test ventilator. The test ventilator was booted into diagnostic mode and the drpt report was downloaded and reviewed for errors. Ten (10) instances of the watchdog test failed e/c 100b error were found in the log. The test ventilator was booted into normal ventilation mode and delver breaths. The power was cycled on and off 15 times without producing any failures. All voltages (3.3, 5.0, 12.0 & 35) were check and verified to be within specification. The test ventilator was booted back into normal ventilation mode and deliver breaths. The fi test ventilator was transitioned between the ac source and an fi test backup battery 15 times without producing any failures. The power was cycled on and off 10 times while operating on the fi test backup battery without producing any failures. The test ventilator was booted back into diagnostic mode and the drpt report was downloaded and reviewed for errors. No additional error codes were found. The fi test ventilator was setup to auto power cycling for approximately 1 hour without the fi test backup battery attached. No errors were generated. The customer returned cpu pcba was allowed to run for approximately 4 hours to verify continuous operation during which time the power was cycled on an d off 15 more times. No errors were generated. The drpt report was downloaded again and reviewed for additional error codes. None were found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned cpu pcba was tested with no failures identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that during use, the inoperative alarm,100b occurred then the unit became inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.